Event description:
Initial result for a patient hcg was 0.340miu/ml. When repeated, the results were 798.5 and 802.3 miu/ml. The incorrect result was not used to guide therapy. The field service rep was unable to determine a cause for the discrepant results.